Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5.

Event description:
Additional information received: what was the exact allegation of the liner? Patient had a depuy total hip done and sometime afterwards he had a traumatic fall or incident while traveling out of state. I do not have the full details of what happened, but patient had several injuries, one of which was his dislocated depuy primary hip. Hip was not the cause of incident. A dr. Was able to reduce the primary hip and patient was fine for another couple months and then dislocated again. This led up to the surgery we just conducted. Upon inspection of the liner it appeared deformed. Speculation was that patients traumatic incident caused the dislocated hip to damage the liner that was in. The deformed liner wasn't allowing the head to full seat in the cup. Once we removed it and used a trial liner the hip was again stable. We put the a new liner of the same build in and a new head.

Event description:
It was reported that patient had a fall while traveling out of state. As a result of that fall, the patient dislocated the operative total hip. A doctor was able to reduce the hip, and patient was fine for a time, but then dislocated again. Surgeon opened the incision, removed the ceramic head and upon inspection of the liner, it appeared that patient's fall had damaged the liner, causing the head to not fully seat properly. Once surgeon removed it and used a trial liner, the hip was again stable. Surgeon put in a new liner of the same build in and a new head. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.